Event description:
The initial reporter stated they received questionable sodium electrode results for an unspecified number of patient samples tested on the cobas pro ise analytical unit. The customer provided examples of three patient samples with discrepant sodium results. The customer first noticed issues with quality controls failing. Doctors were also complaining that patient sodium values did not match previous patient results. The patient samples were repeated on a second analyzer. The repeat values were deemed correct. The first sample initially resulted in a sodium value of 151 mmol/l and it repeated as 141 mmol/l. The second sample initially resulted in a sodium value of 153.6 mmol/l and it repeated as 146.4 mmol/l. The third sample initially resulted in a sodium value of 154.5 mmol/l and it repeated as 145.1 mmol/l.

Manufacturer narrative:
The sodium electrode lot number was dpa, with an expiration date of 11-mar-2026. The field service engineer checked and inspected the instrument. All checks passed successfully and were within specification. Calibration, controls, and precision studies passed successfully. The sample probe, vacuum nozzle, and sipper nozzle were proactively replaced. The investigation is ongoing.

Manufacturer narrative:
Calibration and controls were acceptable. There was no indication of a reagent performance issue. A review of alarm trace data did not show any relevant alarms. The investigation could not identify a product problem. The cause of the event could not be determined. No further issues were reported after the actions performed by the field service engineer.